Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2010 and a sling and elevate (ams) were implanted. The patient experienced pain, infections, bladder retention, inability to sit due to pain, bleeding, dyspareunia, erosion of internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a posterior colporrhaphy, repair of rectocele with or without perineorrhaphy, paravaginal defect repair and colpopexy (intra and extra-peritoneal approach) performed during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.